Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of dull blade; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The photo attached to the parent file was reviewed by the manufacturing site. Photo shows a knife label with lot information unrelated to the complaint. The reported issue of dull blade could not be conformed from the photo. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic surgical blade was dull and caused irregular wound in the left eye of an elderly female patient during cataract surgery which required suture of paracentesis wound due to leak. The surgery was performed and completed on the same day without any complications. The patient was recovered.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).